Event description:
The customer reported two incidents of excessive fluid removal on the same pt, on the same machine. The machine was not pulling fluid from the replacement bag and the tubing connected to the replacement bag was getting air bubbles in the line. In 2006, the machine was programmed to remove 90ml of fluid from the pt but it removed 150ml during one hour and 300ml in the subsequent hour. Facility's nurse primed a new filter and the machine worked with no problems for about 24 hours. On the next day, between four and seven a.m., the machine began to pull too much fluid from the pt and air bubbles were detected in the replacement line once more. Facility's nurse educator could not recall how excessive the fluid removal was during this second incident. Treatment was then stopped and facility's nurse educator was able to return the pt's blood and resume treatment in both cases. Facility's nurse educator set up another prisma m60 set of a different lot number and was able to continue this pt's treatment without further incident.